Event description:
Customer reported the hard drive needs to be replaced. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the hard drive. System operates as intended. This MDR is related to ge healthcare complaint number.